Event description:
It was reported that an ilet pump used by a blind patient had a shattered, unresponsive touchscreen and became nonfunctional; the patient disconnected from the pump and continued diabetes management with multiple daily injections, and the issue aligns with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.